Manufacturer narrative:
(B)(4) explant of intraocular lens. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the intraocular lens (iol) was explanted from the patient's right eye in a secondary procedure due to the doctor had to change diopter of the lens. The iol was replaced with the same model lens of a higher diopter (22.0). No further information was provided.

Manufacturer narrative:
Device available for evaluation: yes. Returned to manufacturer on: 09/19/2016. Device returned to manufacturer: yes. Device evaluation: the intraocular lens (iol) was returned at the manufacturing site for evaluation. Visual inspection revealed that the lens was cut in half, most probably to make explant possible. Considering the condition of the lens additional analysis was not possible. The customer's reported complaint could not be verified. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The complaint related test is the optical measurement performed at final inspection. The in-line optical inspection data shows that the lens is within power specification. The product was manufactured and released according to specification. A search revealed that no additional complaints for this order number have been received. Labeling review: the directions for use (dfu) were reviewed. The directions for use (dfu) adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to abbott medical optics has been submitted.